Event description:
It was reported that a person using the ilet experienced hyperglycemia after eating chocolate chip cupcakes, with blood glucose reportedly exceeding 300 mg/dl and later measuring 270 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond education and troubleshooting. Investigation included user education and troubleshooting regarding high glucose management. Investigation of this case revealed no device malfunction reported or observed and no component defect identified, and the event was attributed to cause unclear in the context of dietary intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.